Manufacturer narrative:
Correction: section d6b should have been on (B)(6) 2017 instead of being blank in the initial report. This correction is reflected in this additional report 2.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During the processing of this complaint, attempts were made to obtain patient and event information.

Event description:
It was reported that a review of the patient's implanted device record showed that the patient's ipg was explanted on an unknown date for an unknown reason. No further information is available.